Event description:
These breast implants were inserted in the pt in 1982, the pt does not recall where this procedure occurred nor who implanted them. The implants were removed because the pt complained of pain and contracture of left breast and rupture of right breast. During surgery it was found that the left breast implant was intact and the right breast implant was ruptured. Both breast implants were sent for eval. However no conclusions of the eval were ever received. Pt had implants replaced with another co's low bleed gel filled mammary prosthesis.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.